Event description:
The customer's mother reported a blank display after the insulin pump was submerged in water. The mother also stated that the label with the serial number fell off. The reported blood glucose reading was 238 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture was also found on the battery tube and motor assembly.